Manufacturer narrative:
(B)(4). UDI not provided and lot# not provided by the customer.

Event description:
It was reported that: "according to inventory manager, gl 6 fr failed to retrieve deployed stent." Additional information: "medical intervention was that the operator ballooned the stent. The operator removed the stent and then the guideliner. It was reported that the first stent was not deployed but was able to deploy another. There was no report of any harm or health consequences to the patient."

Event description:
It was reported that: "according to inventory manager, gl 6 fr failed to retrieve deployed stent." Additional information: "medical intervention was that the operator ballooned the stent. The operator removed the stent and then the guideliner. It was reported that the first stent was not deployed but was able to deploy another. There was no report of any harm or health consequences to the patient.".

Manufacturer narrative:
(B)(4). One-unit of guideliner was returned to teleflex for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. The tip was observed to be damaged and crimped. Lumen bulge was observed along the shaft. Collar was observed to be damaged with bite marks. Two lots number were provided based on product return. The lots numbers are 73k2300881 or 73d2400390. Units were manufactured at tecate. A DHR review was completed for both lots. No issues or nonconformities were noted. Case details were reviewed. One unit of guideliner was returned to teleflex for evaluation. Tip was observed to be crimped. Collar was damaged with bite marks. Lumen bulge was also noted. Damages are likely to have occurred during use in the procedure. The IFU states the following warning and precaution: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel damage. - exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. -do not withdraw an undeployed stent back into the guideliner catheter when the catheter is in the body, as it may result in dislodging the stent. Instead, simultaneously pull both the guideliner catheter and undeployed stent back into the guide and remove together. As per the additional information received, vessel was heavily calcified lesion. Difficulty was noted when crossing with balloons. Two stents used were of (biotronik and medtronic make) unknown model and size. The biotronick stent strut was damaged. Operator ballooned the stent, removed it and then removed the guideliner. The 2nd stent was deployed. No patient harm noted. The damages observed on the gudeliner are indicative of concomitant device interaction. This is likely with the stent catheter system of biotronik and medtronic. A manufacturing record review was completed for lot 73k2300881 & 73d2400390 and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.